Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.